Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that it was necessary to pull out a new ligament and use another like device to complete the procedure with a 20 minute delay. It was reported that there were no adverse consequences to the patient nor the user. There was no surgical intervention planned. There were no fragments generated. The event description has been updated accordingly.

Event description:
It was reported by the affiliate in italy that during an anterior cruciate ligament procedure on an unknown date, it was observed that the anchor device broke. According to the report, it was necessary to pull out a new ligament and use another like device to complete the procedure with a 20 minute delay. There were no fragments generated. There was no surgical intervention planned. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration and manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l08995), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the lca reconstruction the system broke. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The complaint device was received and evaluated. Visual observations revealed that the white suture was breakage and frayed. Also, the cortical implant and the other sutures were not received. A manufacturing record evaluation was performed for the finished device lot number (7l08995), and no non-conformances were identified. This complaint can be confirmed. No information was provided on how or when the failure has occurred; therefore, a definite root cause cannot be established. No further procedure information was provided to determine at what point in time this failure occurred; therefore, we cannot discern a specific root cause for this failure. Based on the condition of the suture received, the possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. However, it cannot be conclusively affirmed. As per IFU 111882 the steps for a proper insertion are provided. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament procedure on an unknown date, it was observed that the anchor device broke. There were no adverse patient consequences reported. No additional information was provided.